Event description:
Patient's daughter called in regarding her father's devices that she wants to return to philips because her father passed away last 2022. Caller requested a return shipping label through email address. Caller wants to register the system one device to recall for financial reimbursement. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.